Event description:
Customer reported that an adult dialysis (cvvh) pt became hyponatremic while receiving dialysate compounded on the unit. The customer stated that the dialysate is an unlikely cause of the hyponatremia, since several other pts received dialysate of the same formulation prepared at the same time with no untoward effects. The unit will be sent to product services for eval. A companion bag of dialysate will be analyzed for sodium concentration.